Event description:
Approximately 35 telemetry transmitters have heated enough for nursing to have concerns for patient burns. Upon investigation by biomed, some units found to have heat damage to the battery and casing. These events started approximately in (B)(6) 2015 at which time the manufacturer was notified. We are aware of one employee that has been burned when removing the batteries. Reason for use: cardiac condition.